Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, the valve failed due to moderate central aortic regurgitation. It was further noted that, at an unknown date, the patient underwent a left heart catheterization (lhc) that was unrelated to the transcatheter valve. However, following the lhc, the patient developed shortness of breath and heart failure symptoms, and an echocardiogram (echo) was performed which revealed aortic insufficiency (ai). Subsequently, the patient was worked up for a tav-in-tav procedure. Per the physician, the valve leaflets may have been damaged during the lhc. Additional information was received indicating that a valve-in-valve procedure was performed approximately 1 month after the regurgitation was observed.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, the valve failed due to moderate central aortic regurgitation. It was further noted that, at an unknown date, the patient underwent a left heart catheterization (lhc) that was unrelated to the transcatheter valve. However, following the lhc, the patient developed shortness of breath and heart failure symptoms, and an echocardiogram (echo) was performed which revealed aortic insufficiency (ai). Subsequently, the patient was worked up for a tav-in-tav procedure. Per the physician, the valve leaflets may have been damaged during the lhc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.